Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 480 mg/dl at the time of incident. The customer¿s current blood glucose value was 593 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose with 10u of injection. The customer declined troubleshooting for high blood glucose value. They removed the infusion set and the cannula was bent. The insulin pump will not be returned for analysis.